Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information provided as affected eye is left. There was no surgical manipulation during implantation and there is no sign of thin conjunctiva. The device has been explanted and replaced with an ex-shunt. The event has been resolved.

Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). The safety and effectiveness of this device in neovascular, congenital and infantile glaucoma has not been established. To avoid the potential for implant damage (stent fracture or exposure), digital pressure following implantation of the xen®45 gel stent should be avoided.

Event description:
Healthcare professional reported xen®45 gts was "eroded at 11:30 o'clock and about 3 mm in the sub conjunctivae." Affected eye unknown. The device remains implanted at this time.